Event description:
A temperature alarm occurred with the pump, but the customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The pump was charging with tandem supplies at the time, and the customer will receive a replacement through the RMA process initiated by customer technical support.